Manufacturer narrative:
By checking the DHR of the lot #1580038 no anomaly was found. This is the first and complaint received on this lot#. We will submit a final incident report once the investigation will be concluded.

Event description:
Revision surgery of hip implant occurred on (B)(6) 2019 due to dislocation. Previous surgery was performed on (B)(6) 2019, when the lima revision stem was implanted to replace an undersized corail stem. According to the information reported, since this surgery, the patient had dislocated/subluxated multiple times. The surgeon commented that xrays did not show any abnormalities and no explanation for dislocation, however patient musculature was of poor quality and may have contributed to the dislocation. Surgeon decided to left the stem in situ, replaced the femoral head and implanted a cup not manufactured by limacorporate. Event occurred in (B)(6).

Event description:
Revision surgery of hip implant occurred on (B)(6) 2019 due to dislocation. Previous surgery (also a revision surgery) was performed on (B)(6) 2019. At that time, a lima revision stem was implanted to replace an undersized corail stem. According to the information reported, since this surgery, the patient had dislocated/subluxated multiple times. The surgeon commented that x-rays did not show any abnormalities and no explanation for dislocation, however patient musculature was of poor quality and may have contributed to the dislocation. During the revision surgery performed on (B)(6) 2019, surgeon decided to left the stem in situ, replacing the lima's competitor acetabular cup previously implanted with another lima's competitor acetabular cup in order to utilise a lima's competitor constrained liner. The previously implanted lima long femoral modular head dia.28mm was replaced with a new long dia.32mm.

Manufacturer narrative:
By checking the manufacturing chart of the lot #1580038 related to the long femoral modular head involved, no anomaly was found. This is the first and complaint received on this lot#. Explanted lima femoral head was not available to be returned to limacorporate for further analysis. We received one x-ray image dated (B)(6) 2019 (pre-op revision surgery) evaluated by our medical consulant as per following: "I only have received the pre-revision x-ray dated (B)(6) 2019. On that a rather deeply placed modular stem is visible with a lateralized neck (proximal end of the stem should be in line with the tip of the greater trochanter but is some 10 to 15mm below). The position of the stem such was not correct, which might be reason for repeated dislocation. Dislocation such cannot be attributed to the implant itself but to inappropriate placement or false choice of modules (a longer proximal neck could presumably have avoided the respective complication). In addition I suspect the cup might have been implanted a bit too retroverted, which could be reason for posterior dislocation. Was this the case? I believe the problem could be solved by changing the proximal module to a longer one, but that must be checked by the treating surgeon." According to the medical consultant analysis, it appears that cause for the dislocation reported could be mostly attributed to initial not appropriate choice of original components implanted (modules + acetabular cup) combined with improper positioning of the femoral stem (still in place). Based on: comments received by surgeon responsible for revision surgery's (patient musculature was poor); comments received by our medical consultant; no anomalies found by checking the device history records related to femoral modular head explanted (lot# 1580038). We can conclude this case was not product-related. Pms data: we are aware of a total of 8 cases of hip dislocation involving a ceramic femoral head with model 5010.42.xxx on a total of more than 150000 ceramic femoral heads belonging to these model# sold ww since 2004. None of these events has been classified as product-related. The related revision rate is (B)(4). No corrective action planned for this specific case. Limacorporate will keep monitoring the market.